Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, complication in site preparation (rest of root was still in situ), infection, inflammation.